Event description:
Procedure performed: hysterectomy event description: dr. [Name] performing hysterectomy using atrax. First atrax the pad came off durinng the procedure and was replaced with this second one where the pad also fell off. Unsure if there was a clinical impact to the patient as a result of the event. The field rep is waiting for the hospital to reply to regulatory questions from 2025-003561. Intervention: nurses placed box of atrax aside for collection. Patient status: ni.

Manufacturer narrative:
"The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation. "

Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation. Correction: b3. And d3. Correcting event and aware dates.

Event description:
Procedure performed: hysterectomy. Event description: dr. [Name] performing hysterectomy using atrax. First atrax the pad came off durinng the procedure and was replaced with this second one where the pad also fell off. Unsure if there was a clinical impact to the patient as a result of the event. The field rep is waiting for the hospital to reply to regulatory questions from [related complaint]. 08.01.2026 additional information received from [name] (territory manager) via email: here are the responses to your questions from the department. ¿ did a patient illness or injury occur with the complaint event? No. ¿ patient status? I can assume was discharged from hospital. ¿ was there any clinical impact to the patient? Not that I am aware of. Requested clarification on the event date and notified date as the dates in the pcf didn't align with the complaint sheet. The information on the pcf was incorrect, and the most recent communication has the correct information: 13.01.2026 additional information received from [name] (territory manager) via email: the date of the event was definitely the 16th of december. The num [name] verbally notified me when I was in theatres on the 17th with [name] however didn¿t have too much information on the event. I received the actual complaint email on the 18th with the initial information from the hospital. Intervention: nursing staff removed box of atrax off shelf for replacement. Patient status: patient injury not indicated.

Event description:
Procedure performed: hysterectomy. Event description: dr. [Name] performing hysterectomy using atrax. First atrax the pad came off during the procedure and was replaced with this second one where the pad also fell off. Unsure if there was a clinical impact to the patient as a result of the event. The field rep is waiting for the hospital to reply to regulatory questions from [related complaint]. 08.01.2026 additional information received from [name] (territory manager) via email: here are the responses to your questions from the department. Did a patient illness or injury occur with the complaint event? No. Patient status? I can assume was discharged from hospital. Was there any clinical impact to the patient? Not that I am aware of. Requested clarification on the event date and notified date as the dates in the pcf didn't align with the complaint sheet. The information on the pcf was incorrect, and the most recent communication has the correct information: 13.01.2026 additional information received from [name] (territory manager) via email: the date of the event was definitely the 16th of december. The num [name] verbally notified me when I was in theatres on the 17th with [name] however didn¿t have too much information on the event. I received the actual complaint email on the 18th with the initial information from the hospital. Intervention: nursing staff removed box of atrax off shelf for replacement. Patient status: patient injury not indicated.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.